Event description:
My husband was having sinus congestion the end of (B)(6). After 11 days of him growing worse he went to urgent care. After which he went 2x, and one when they sent him to the emergency room on (B)(6) 2021. After 2 cts and labs they said he had the kind of sinus infection that can go to the brain and cause meningitis. The first week I was home he quit eating and drinking. That wed he was put on a 2nd antibiotic. This past monday his bp had reached 206/120 and his head started hurting him worse then any headache he ever had so when I got him to urgent care where they sent him to emergency room for a stroke protocol. They gave him fluids and IV antibiotics. Also prescribed him a 2nd antibiotic which the dr. Said would treat this type of infection better. We wash his mask and hose daily. Someone mentioned the machine could have caused his health issues but until today we were doubtful. He has had severe headaches for nearly a year along with other health issues that now we are highly concerned about and are trying to get insurance to have a thorough health screening. Over the past year he has blacked out, had sinus issues, breathing issues, chest / back pain that has only gotten worse. My mother-n-law sent the article to me about the recall this morning and we could not believe it. He has 2 of these machines , 1 he keeps here at home and 1 he takes on the road with him. We have lost 4 family members in the past 2 years to cancer, most recently my sister and his cousin. His dad is fighting it now. After reading the risk, I pray that these machines that were to help his life, are not causing him so much more harm. Labs and 2 cts performed. Doctor did not go over details. FDA safety report ID # (B)(4).